Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
In (B)(6) 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (lot/serial numbers are unknown). On (B)(6) 2015, computed tomography (CT) indicated a possible type ii endoleak and aneurysm enlargement. Therefore, this patient underwent a reintervention of the previous endovascular repair of an abdominal aortic aneurysm, using gore® excluder® aaa endoprostheses. At the conclusion of the procedure, type ii endoleaks, originating from left lumbar arteries were identified. On (B)(6) 2017, follow up sonographic evaluation revealed the aneurysm sac had enlarged greater than 5 mm. On (B)(6) 2018, a CT scan was performed which revealed the aneurysm had enlarged from 5.9 cm in 2014, to 9.0 cm. On (B)(6) 2018, the patient underwent a conversion to open repair of the abdominal aortic aneurysm due to a persistent type ii endoleak and aneurysm enlargement. The patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - the devices were returned to w. L. Gore & associates for investigation. Submitted unfixed were three gore® excluder® aaa endoprostheses in an overlapping configuration; one trunk ¿ ipsilateral leg endoprosthesis (trunk), one contralateral leg endoprosthesis (cl) and one aortic extender endoprosthesis (ae). Tan/brown thrombotic material partially occupied the lumen at the bifurcation of the trunk. The remainder luminal areas of all devices were widely patent. The luminal surfaces of all devices had scant, multifocal, friable red/brown tissue present. The abluminal surface of all devices had minimal multifocal, friable red/tan to red/black tissue present. No gross findings were identified. A histopathological examination of the tissue was not performed, due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. The proximal aspect of the trunk cuff was displaced distally; not able to determine time of displacement. Stent frame intact and no graft material disruptions were identified.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - method code, result code, conclusion code.

Manufacturer narrative:
Catalog number, UDI, expiration date, date implanted. Explant date. Device manufacture date. Contact address - the device was manufactured at site (B)(4). Additional devices explanted: pxc141200/7861879 UDI: (B)(4). Pxa260300/8009181 UDI: (B)(4).